Event description:
It was reported that the customer experienced a pixel issue on the pump display, which affected interaction with the pump and the ability to read the screen. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the customer on how to put the pump into storage mode and return it. The customer planned to use an alternate therapy to ensure insulin delivery was not interrupted.